Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported finding moister in the filter which caused the error. The fse performed the condensation removal procedure. The fse also performed a system calibration, and let the iabp run and pump for 2.5 days without any errors occurring. The problem had been resolved. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) alarmed with maintenance required code #2 while on a patient. No patient info available. No adverse event has been reported.